Manufacturer narrative:
A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a male patient of unknown age and ethnicity. The patient was taking an unspecified medication via a reusable humapen savvio (blue) pen for the treatment of an unknown indication. On an unknown date, the patient complained that the housing collar of his humapen savvio (blue) pen was broken and he was not able to attach the cartridge holder to the pen body. This device was associated with (B)(4) with lot 1403v10. The patient operated the device. It was unknown if the patient was trained. The duration of use for the device model was unknown. The suspect humapen device associated with (B)(4) was returned to the manufacturer on 25jun2018. Edit 28jun2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statements dated 30aug2018. This is a downgrade report, which no longer meets the criteria for expedited reporting. No further follow-up is planned. Evaluation summary: male patient reported that housing collar of humapen savvio device was broken, not able to attach cartridge holder to pen body. No adverse event was reported. Device initial screening associated case with reportable malfunction "bulkhead failure."investigation of returned device (batch 1403v10, march 2014) determined case was not associated with reportable malfunction. Housing collar intact/not broken and cartridge holder attached securely to device. Investigation found glue bond failure between dial/nut housing/bulkhead. Investigation also found oily foreign material on bulkhead sub-assembly and dial nut housing. Analysis of oily substance identified it to be consistent with fatty acid based material such as lard oil. Comprehensive manufacturing investigation, including batch record review/retention sample review/a complaint history review did not identify any deviations/events related to glue bond failure and no indications of inadequate glue quantity/curing issues were identified. Investigation did not identify any manufacturing-related root causes. Oily substance, introduced in field and not related to manufacturing process, could have contributed to failure of glue bond; however, cannot be confirmed. Investigation concludes that this type of glue bond failure is an isolated event and no corrective action is planned at this time. Field damage is not considered to be a reportable malfunction. All humapen savvio devices are assessed for injection screw travel at end of manufacturing process, thus ensuring device functionality with high probability. Core user manual instructs for proper care and storage of the device. States, "do not use alcohol, hydrogen peroxide/bleach on pen body or dose window. Also, do not cover in liquid/apply lubrication such as oil, as this could damage the pen." There is evidence of improper use. Foreign material contamination of device occurred in field (not related to manufacturing process). Misuse may be relevant to the finding of glue bond failure.

Event description:
Lilly case ID: (B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint (pc), concerns a male patient of unknown age and ethnicity. The patient was taking an unspecified medication via a reusable humapen savvio (blue) pen for the treatment of an unknown indication. On an unknown date, the patient complained that the housing collar of his humapen savvio (blue) pen was broken and he was not able to attach the cartridge holder to the pen body. This device was associated with product complaint (B)(4) with lot 1403v10. The patient operated the device. It was unknown if the patient was trained. The duration of use for the device model was unknown. The suspect humapen savvio (blue) device associated with product complaint (B)(4), which was manufactured in mar2014, was returned to the manufacturer on 25jun2018. Edit 28jun2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 29aug2018: additional information was received from the global product complaint database on 28aug2018. Reiterated product complaint (B)(4) with lot 1403v10 relating to the humapen savvio (blue) device. As a device specific safety summary was not provided at the time of this report, the malfunction and malfunction type was not updated. Update 31aug2018: additional information received on 30aug2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/european and canadian (EU/ca) device information, and malfunction from yes/cirm to yes, no/cirm. Added date of manufacturer for pc (B)(4) associated with lot 1403v10 of humapen savvio (blue) device. Corresponding fields and narrative updated accordingly. Edit 12sep2018: updated medwatch fields for expedited device reporting. No new information added.